Event description:
It was reported that the patient reported to the emergency room with chest pain and there were non-diagnostic dual electrograms found on the remote pacemaker transmission. It was also reported that some very short atrial oversensing episodes were seen that produced a quick mode switch. There is no correlation of the atrial lead oversensing to the chest pain, as the oversensing occurred months earlier. The device and atrial lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacemaker 2011 (B)(6). (B)(4).